Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient who had been implanted with an exeter stem was revised following trauma in which the stem broke. Patient was walking and had sudden cramp like pain in the hip. Subsequent x rays showed that the femoral stem was broken. Revision surgery was completed successfully and without delay.

Event description:
The customer reported that the patient who had been implanted with an exeter stem was revised following trauma in which the stem broke. Update: patient was walking and had sudden cramp like pain in the hip. Subsequent x rays showed that the femoral stem was broken. Revision surgery was completed successfully and without delay.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via product inspection. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 5-dec-2019. This inspection indicated the stem fractured approximately 5.5 inches from the distal tip. Damage was observed on the stem consistent with the cement- mantle breakdown process in addition to the explantation process. The medial portion of the fracture surface was obscured by post fracture abrasion. Due to geometric constraints the distal fracture surface was not examined further. Macroscopic surface features on the fracture surfaces indicate that the fracture initiated on the lateral surface and propagated medially. Damage consistent with the explantation process was observed on the lateral surface of the stem. Debris was observed in the distal portion of the prehension hole. The debris generation is consistent with the explantation process. Material analysis: material evaluation was completed and indicated the stem fractured in fatigue approximately 5.5 in from the distal tip; the stem initiated on the superior surface and propagated inferiorly. Damage consistent with the cement mantle breakdown process and the explantation process was observed. Eds showed the stem base alloy was consistent with the drawing. The debris was consistent with the base material, an oxide, and biological material. The debris generation was consistent with the explanation process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Functional and dimensional inspection: not performed as these aspects are not in question. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.